Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer's wife stated they received error messages and questionable high results from coaguchek xs meter serial number (B)(4). Of the data provided, only one comparison was discrepant. At 1:00 pm, the result from the customer's meter was 2.5 inr. At 1:10 pm, the result from a roche meter at a doctor's office was 1.5 inr. On (B)(6) 2018, the customer was advised to stop taking coumadin. There was no allegation of an adverse event. The customer was not anemic, had no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, no new medications, no diet changes, and no bleeding or bruising. The therapeutic range was 2.0 inr - 3.0 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. (B)(6). All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The error messages alleged by the customer could have been caused by customer not applying enough blood to test strip.